Manufacturer narrative:
This MDR is a result of an investigation finding that indicates that the device packaging issues caused a breech in sterility. Device evaluation: our quality engineer inspected the photographs for evaluation. Your report of damaged seals was confirmed and the cause appeared to be packaging related. Four photographs were provided for investigation. The photos showed a black material that was consistent with splice tape, which appeared to be positioned between the top web and bottom web at one end of the unit packages. The presence of the splice tape affected the integrity of the seal. The appropriate manufacturing personnel were notified of this report as the tape was introduced during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that many of the individual packaging seals had peeled off before use.